Manufacturer narrative:
Since product malfunctioned during surgery, the occurrence was determined to be reportable to the FDA.

Event description:
We received a report where a surgeon started to close when the implant slipped and would not stay in place. The surgeon used back up device from same 2 pack and surgery was successful.